Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the tip cover had a .105 long tear in the axial direction at the distal end opening. The tear was through the full thickness of the silicone. There were also various scratch marks in the tip cover below the tear that do not go through the entire tip cover thickness. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure the mcs 8mm tip cover accessory installed on the monopolar curved scissors (mcs) instrument had a slit. There was no arcing that occurred during the case, no issues with the mcs. It is unclear where and when the slit occurred. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The cannula was checked.